Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported device was used for the drilling with 3.2mm drill (p/n and lot number were unknown) during the surgery (date of the surgery was unknown). It was reported that the drill was stuck with reported cutting guide, so that the drill could not be come off. The surgeon removed the cutting guide together with stuck drill to complete the surgery. It was brand new and the first use when the issue occurred. There was no harm to the patient.